Event description:
The customer reported that a donor had a reaction while donating. Approximately 60 minutes into the procedure, the donor complained that she felt tingling all over. They offered her tums but she declined stating, 'those didn't work for her'. The reaction progressed and the donor felt a tightness in her chest. They then started the rinseback procedure and the donor commented that it was hard to breathe. They ended the procedure and transport was called. The donor was transported to the hospital and later discharged. They ruled out myocardial infarction pulmonary edema, and are not certain what caused the reaction. The donor was advised to leave more time between donations. The disposable set is unavailable for return for evaluation. This report is being filed due to donor reaction requiring medical intervention via donor taken by ambulance to the hospital.

Manufacturer narrative:
Investigation: per the customer, while the donor was waiting for transport to the hospital,she took two puffs from her inhaler for her asthma. The customer has been made aware that along with asthma, the donor has a "problem" with a valve. Per the customer, this donor will not be allowed to donate again. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Per the therapeutic apheresis handbook: a physician's reference, 2nd edition, first time procedure patients reactions may occur in approximately 4.8% of procedures, and 1.2% of procedure patients experience reactions to citrate, based on the results of a survey of therapeutic procedures. Of these reactions, most were mild and well tolerated. The trima accel system has many safety features. However a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel system and the donor be monitored throughout the procedure. Donors with impaired or abnormal citrate and/or calcium metabolism (for example, liver and renal diseases) may present an increased risk of citrate sensitivity. For this reason, the attending physician should assess the appropriateness of such donors for automated collections and prescribe how they should be monitored during the procedure. Root cause: this disposable set was unavailable for specific root cause analysis. Based on information provided by the customer, it is possible that the patient exhibited an allergic reaction to acd-a and/or eto, due to their current physiological condition.